Manufacturer narrative:
After the procedure, there was no abnormality on the endoscopic image using the subject otv-s190 in the facility. The subject otv-s190 and otv-s7h-1d-l08e were returned to olympus medical systems corp.(omsc) for the evaluation. Omsc performed the investigation using the following. -the subject otv-s190. -otv-s7h-1d-l08e combined with the subject otv-s190. Omsc investigated these devices, however this phenomenon was not reproduced and no abnormality found. -omsc checked the endoscopic image after the subject otv-s190 was turned on. -it was repeated 50 times that omsc set the white balance. -these devices were operated for 2 hours. -it was repeated 50 times that omsc set the white balance after these devices were operated for 2 hours. -the impact was applied to the subject otv-s190. Omsc checked these devices and found the following. -there was no foreign material adhered to the inside of the scope connecter in the subject otv-s190. -there was the foreign material adhered to the connecter of the otv-s7h-1d-l08e. -there was a suspected disconnection in the cable of the otv-s7h-1d-l08e. Omsc could not identify the root cause because this phenomenon was not reproduced and no abnormality was found in the subject otv-s190. Based on these investigations, omsc surmised this phenomenon might have been occurred by the following. -the abnormality in the communication between the subject otv-s190 and the otv-s7h-1d-l08e occurred temporarily because there was the foreign material adhered to the connecter of the otv-s7h-1d-l08e. Therefore the abnormality in the endoscopic image occurred. -the abnormality in the signal of the otv-s7h-1d-l08e occurred temporarily due to disconnection in the cable of the otv-s7h-1d-l08e. Therefore the abnormality in the endoscopic image occurred. -dp circuit board which had white balance setting and the color adjustment was not functioned normally temporarily due to unspecified noises by the usage environment. Therefore the abnormality in the endoscopic image occurred. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject otv-s190 and the otv-s7h-1d-l08e were used for the urological procedure. The entire endoscopic image became yellowish during the procedure. The user performed the following, however the phenomenon was not solved. - the user rebooted the subject otv-s190. - the user set the white balance again. - the user replaced the otv-s7h-1d-l08e connected to the subject otv-s190 with unspecified camera head. The user replaced the endoscopic system including the subject otv-s190 and the otv-s7h-1d-l08e with another unspecified endoscopic system. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".